Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery was continuously fluctuating resulting in the pump shutting down multiple times. Reportedly, no low power alarms announced during these events. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to manual injections for insulin therapy.